Event description:
Healthcare professional reported "deflation" against left device and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat. Leak test and microscopic analysis was performed which identified: the unit does not leak; however, it is observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint.

Event description:
Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.